Event description:
I have used fixodent since 1997. While using fixodent, I began to have tingling and numbness in my hands and feet. I lost the sensation of touch in 2 fingers on my right hand. I was told I had neuropathy, but no one could explain how I got it. This is a permanent condition. I am being treated. Dose: cream. Frequency: daily. Route: oral. Dates of use: 1997 - 2009. Diagnosis: denture cream. Event abated after use stopped or dose reduced: no.